Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. No evidence of device malfunction was found during the investigation. The data for the reported event date of 16-may-2025 was not available, as the last device sync occurred on 14-may-2025. Based on the available data, the ilet was operating as intended prior to the event. The cause of the user's hypoglycemia is indeterminate.

Event description:
On 16-may-2025, the user experienced a severe hypoglycemic event while using the ilet. The user received a low glucose alert while driving and consumed fast-acting carbohydrates. Upon returning home, the user lost consciousness and awoke approximately 8 hours later. No medical intervention was sought. The user believed the event occurred on 16-may-2025; however, device records indicate the ilet was disconnected on 15-may-2025.